Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and exposure are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and exposure.

Event description:
Healthcare professional reported, "pain, prosthesis exposure, capsular contracture - baker grade ii, effusion/ lymphorrhea, silicone perspiration and an intracapsular rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
E1: phone number continued: (B)(6). Additional, changed, and/or corrected data: a3a, a5, a6, b3, d6a, e1, e3.

Event description:
Healthcare professional reported, left side "pain, prosthesis exposure. Capsular contracture, baker grade ii, effusion/lymphorrhea. And an intracapsular rupture with silicone perspiration". Device has been explanted.